Event description:
The customer reported that the system would not boot up. This resulted in a recoverable loss of imaging functionality. This could the delay or cancellation of a procedure. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor, fluoro functions board, and the software were installed during the service call. The system was tested and found to working as intended and put back into service.